Event description:
It was reported that the patient was seen in the emergency room after receiving inappropriate therapy for ventricular tachycardia which appeared to be sinus tachycardia. This was due to the lack of programming of the discriminators on the device. Programming options were discussed to resolve the issues. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 defibrillating lead 2008 (B)(6).